Event description:
The customer stated the display panel used with their central patient monitoring system was not functional. There were no adverse events reported.

Manufacturer narrative:
The item has not been received for evaluation at this time.